Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in t-wave oversensing and an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in t-wave oversensing and an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. Additional information includes confirmation that this patient experienced a serious deterioration in health and remains hospitalized resulting in the deactivation of therapy. Further information is expected to be provided once available. No additional adverse patient effects were reported.